Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is depleting prematurely as battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. Device explant should be considered. No adverse patient effects were reported.